Manufacturer narrative:
The handpiece has been received. However, the product analysis has not yet been performed.

Event description:
It was reported that the handpiece gets very hot during use. There was no patient impact.

Manufacturer narrative:
(B)(6). Date manufacturer received: october 21, 2016. The product analysis indicates that the reported excess heat issue could not be verified. The handpiece was running rough due to corroded bearings. The one-minute pre-repair temperature test results were as follows: 80 degrees f at the rear, 82.1 degrees f at the middle, and 82.8 degrees f at the nose. The bearings and nose cone were replaced. The handpiece was repaired, tested and passed to manufacturing specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.